Manufacturer narrative:
Stryker evaluated the device and the reported issue of was not able to be verified and was not able to be duplicated. Root cause could not be determined. The device passed all functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device stopped providing compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.